Manufacturer narrative:
The subject device had been returned to olympus service operation repair center (sorc) for evaluation. Sorc had checked the subject device but not duplicated the reported phenomenon. Sorc performed further investigation, the endoscopic image became abnormal due to the failure of the ccd and the endoscopic image became black out while the angulation. Furthermore it was found that the malfunction which the image of the subject device had been occurred due to ccd failure was confirmed after 164 elapsed days and 31 times of energization from the previous repair and there was small damage on the exterior of the rigid section. Therefore the subject device was transferred from sorc to omsc for further investigation according to the request from the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the inspection before use. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was checked by olympus medical systems corp. (Omsc) for investigation, and found the followings; it could duplicate the reported phenomenon during long-term energization. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Check items and results] image confirmation; there was no change in the image even if the video connector, video cable, universal cord was tilted, or the subject device was angled. There was no image when the system had long-term energization. (Frequency: 1/3 time) leakage test; there was no abnormality. Checking the assemble inside the printed circuit board; there was no abnormality. After heating the printed circuit board; the image of the subject device was disappeared. [Cause of the reported phenomenon which was no image]. As results of the investigation and since the image of the subject device was not displayed after heating the printed circuit board, omsc determined there was the possibility this phenomenon was attributed to the damage of the printed circuit board of the video connector of the subject device. And the damage of the printed circuit board of the video connector might have occurred due to following causes; the video connector was temporarily short-circuited by connecting to the video processor with water adhering to the electrical contacts. Overcurrent temporarily flowed by connecting and disconnecting the video connector while the power of the video processor was on. Static electricity was applied to the electrical contacts of the video processor. Since there was no replacement record on the repair history of the video connector board since manufacture (march 2013), the electronic components deteriorated over time due to energization stress during normal use and thermal stress of autoclave sterilization. If additional information becomes available, this report will be supplemented.